Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unable to communicate with a programmer. Tones were also unable to elicited with the application of a magnet.